Event description:
The customer reported failing level 1 total human chorionic gonadotropin (tbhcg) quality control (qc) results were generated from an access 2 immunoassay system in association with the loading of a new tbhcg reagent pack onto the instrument. The instrument assay level 1 qc results continued to fail by greater than 3 standard deviations until a new reagent pack of the same lot number was loaded on the instrument; at such time, the instrument assay qc results again recovered within the customer's established specifications. Instrument assay levels 2 and 3 qc results passed within established qc ranges on all attempts. No patient results were associated with this event and hence there were deaths, serious injuries or modifications to patient treatment associated with this event.

Manufacturer narrative:
(B)(4). It needed to be revised to reflect that there were no deaths, serious injuries or modifications to patient treatment associated with this event.

Event description:
No patient results were associated with this event and hence there were no deaths, serious injuries or modifications to patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Investigation of this event is on-going.